Manufacturer narrative:
Philips fse (field service engineer) found error code 1012 (air liftoff failure) in the device history report. Fse performed extended self test and short self test. Unit passed all tests and was working fine.

Event description:
The customer reported that a ventilator inoperable error appeared. There was no patient or user harm reported. The event date was not specified, estimate used.